Event description:
The hospital reported a malfunction resulting in loss of suction during a case. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The suction regulator was replaced to resolve the issue. Customer contact reports no patient information available. Legal manufacturer: (B)(4).